Event description:
Caller reported an aviva system 1 blood glucose result of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 169 mg/dl within 10 minutes on aviva system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported by the customer that the device was displaying the charge-pak and attention icons. There was no patient use associated with the reported problem. Upon initial evaluation by physio-control, it was observed that the device would not power on.

Manufacturer narrative:
This medwatch is for aviva system 2. (B) (4)

Manufacturer narrative:
This medwatch is for aviva system 2. Please see medwatch with (B)(4) for report on aviva system 1.